Manufacturer narrative:
Of the 18 allegations of a malfunction, 11 pumps were returned to animas and investigated. Of the investigated pumps, 3 were found to be malfunctioning due to moisture ingress.

Event description:
This report summarizes <noe>18</noe> malfunction events. A review of the events indicated that the one touch ping model pump experienced a call service 088 issue. These reports were received from various sources. The patients associated with this allegation ranged from 9-72 years of age and between 37 and 195 pounds. Of the reported patients, 4 were male and 13 were female.